Event description:
A user facility reported that a male pt underwent a knee arthroscopy which lasted 30-45 minutes. The insertion of the lma was said to be smooth and atraumatic. Postoperatively, the pt complained of a feeling that something was in his throat. He was also having some difficulty breathing and his speech was garbled. The pt was treated with cepastat lozenges and 4 mg of decadron without effect. An ent consult revealed a swollen and reddened epiglottis which was thought to look like an allergic reaction. The pt was admitted overnight for observation and steroids. The pt was discharged the next day, and his condition was much improved. The facility did not report there was a problem with the product.